Event description:
An implant broke during the surgery and early expansion of a second. There was no adverse consequence to the pt.

Manufacturer narrative:
After discussion with the surgeon, the temp mgmt is suspected to be the reason. After shape recovery testing of the device, the shape recovery conforms to memometal specification. The root cause of the event is user error. As instructed by (B)(4) on (B)(4) 2011. MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corp.